Event description:
It was reported by svc report that the retractable head section load wheel castings were damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel castings.